Event description:
According to the reporter: procedure: lap sigmoid. During use, current was discharged from the tip of the shaft and it sparked. This resulted in tissue burn but no bleeding was reported. The device was noted to be damaged after the event. No further effect on tissue or surgery was reported. The device was replaced and patient is in good condition.